Event description:
Drill bit for blue drill broke while doctor was using on patient. Drill bit was accounted for and replaced with new drill bit.

Manufacturer narrative:
Evaluation summary: the condition of the drill is unknown as it was not returned for analysis. However, all the cutting characteristics are conforming to specs per the inspection report. The drill could have fractured due to bending/overloading or combination of both, but cannot be ascertained without the product being returned for further review. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is no suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.